Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient complained of droopy breasts during a consultation with a medical professional. She was diagnosed with bilaterally ptotic breast tissue and nipples with volume asymmetry; the left breast was more full than the right. At a later time, she began to experience left breast pain. Subsequently, she was diagnosed with a ruptured left breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 215cc (left-sided) and 300cc (right-sided) mentor memorygel breast implants on (B)(6) 2024. It was noted that the ruptured implant caused a 20-minute delay without any reported patient consequences or the need for additional procedures. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).